Event description:
Display backlight failure. This initial device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united states who called ikaria regarding a device issue with inomax dsir # (B)(4). The device was not in use on a pt at the time of the device issue. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service and eval. Investigation results were received on (B)(6) 2014. Case comment: (B)(4) 2014 the device was not in use at the time of device issue and did not result in an adverse event; however, it is being reported because a similar device occurred in the past that resulted in a serious adverse event (MDR # 3004531588-2013-0023).

Manufacturer narrative:
Device issue with inomax dsir # (B)(4) ((B)(4)). The device investigation was completed on (B)(4) 2014. Inomax (B)(4) was returned to the MFR for service investigation. The ikaria regional service ctr reviewed the service log and confirmed the reported complaint. Secondary findings unrelated to the reported complaint: rsc reviewed the service log of inomax dsir# (B)(4) which revealed a delivery failure alarm with backlight current below minimum (minimum is 800 counts, actual value was 617). Rsc replaced the display and inverter board. The root cause for this incident was display backlight failure. This condition will be tracked and trended under ikaria's quality system. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. This case was not in use on a pt; however, it is being submitted to regulatory authorities because a display backlight failure occurred in the past which resulted in a serious adverse event(MDR 3004531588-2013-00023).